Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The samples were automatically repeated after the initial results were accompanied by a data flag indicating carryover. The repeat results were deemed correct. The first sample initially resulted in a troponin t value of 44.5 ng/l accompanied by the data flag. When repeated, the result was 20 ng/l. The second sample initially resulted in a troponin t value of 20 ng/l accompanied by the data flag. When repeated, the result was 12.5 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.